Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure & event date? What was the initial procedure? What was used to complete the procedure? Did patients suffer from any consequences due to the issue (breakage suture)? If yes please provide more details. What is the lot number? Please clarify the quantity involved. Did the suture breakage occurred during multiple procedures? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.